Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic experiencing shortness of breath. Upon interrogation, the left ventricular lead exhibited high impedance and loss of capture. The lead was capped. The patient tolerated the procedure well and would be monitored as normal.

Manufacturer narrative:
A partial lead with the connector end measuring 6.4 cm was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.